Manufacturer narrative:
Additional: it has since been reported that reimplantation surgery is scheduled; however, this has not occurred as of the date of this report. This report is submitted on may 10, 2019.

Manufacturer narrative:
This report is submitted on april 12, 2019.

Event description:
Per the patient's surgeon, the patient experience pain and non-auditory sensations with device use; subsequently the device was explanted on (B)(6) 2019.